Manufacturer narrative:
Device evaluated by manufacturer - the device has a kink at 13mm from the tip while in the neutral position (between ring 1 and 2). In addition the rings #1 and #2 has broken adhesive and fluids under them. The steering knob and the tension control knob functioned properly on both lock and unlock positions. The right and left curves are not placed in the template shaded areas, the device failed the dimensional test. The device was send to x-ray analysis. Based on the x-ray images the center support is broken. The handle was opened, and no issues were detected in that section. The device was dissected and the guide coil was inspected finding no issues on it. The distal section was dissected finding the center support broken at 15 mm from the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on analysis completed on 07sep2015. It was reported that the curve was unable to be formed. During use of the intellatip mifi xp temperature ablation catheter it became unable to form the shape of the curve properly. The procedure was completed with another intellatip mifi xp temperature ablation catheter. No patient complications were reported and the patient status is stable. However, analysis revealed broken adhesive between the electrodes.